Event description:
Additional information was received for this case. A recent CT demonstrated that there is a type iii endoleak, separation between the proximal aneurx aortic cuff and the bifurcated stent graft. The aortic cuff remained in the same location. The cause of the separation was due to continued disease progression with aortic neck dilatation. The patient is fine. The physician elected to implant an endurant aortic cuff to bridge the aneurx aortic cuff and the aneurx bifurcated stent graft and the endoleak was resolved. The exact date of the event is unknown.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 34 months ago. Vessel morphology was reported as severe classifications and moderate tortuosity. It was reported that it is possible at the time of initial implant, the stent graft was oversized. It was reported that two years post stent graft implant, there was an iliac limb placed due to a distal type I endoleak in the bifurcated stent graft. A recent CT demonstrated that the bifurcation stent graft had migrated approximately 12 mm with a type I endoleak. The aortic neck diameter of 22 mm to 25 mm has not changed. The physician elected to place an aneurx 28 aortic cuff and the migration and endoleak were resolved. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
(B)(4), results: patient's condition affected effectiveness of device (disease progression with iliac limb dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression with iliac limb dilatation).

Event description:
Additional information was received as follows. It was reported that the patient was came in for a follow-up appointment. There was iliac limb dilatation seen due to disease progression. A recent CT revealed that there was a distal type I endoleak on the ipsilateral side. The physician elected to implant an endurant 16x16x82 extension stent graft. The distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine. Exact date of event is unknown.

Manufacturer narrative:
Evaluation codes, results: migration, endoleak. Conclusion: severe calcifications and moderate tortuosity of the vessels.

Manufacturer narrative:
(B)(4)